Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. In (B) (6) 2008, a 3.00x16mm taxus express2 stent was deployed in the proximal left anterior descending (lad) artery and a 2.50x24mm taxus express2 was deployed in the left circumflex (lcx). Ticlopidine and aspirin were prescribed. In (B) (6) 2009, the patient stopped taking the antiplatelet therapy. In (B) (6) 2010, the patient was in the hospital for a stomach cancer procedure. Stent thrombosis was identified the same day. The following day, angiography revealed in-stent thrombosis in the proximal lad. Thrombectomy was performed, however thrombosis remained and plain old balloon angioplasty (poba) was performed.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).